Event description:
The supplemental 1 was created and submitted in error. Please redact the information that was provided as it was erroneous.

Event description:
A valiant thoracic stent graft system was attempted to be inserted in a patient for the endovascular treatment of a 4.5 cm in diameter thoracic aortic aneurysm. Access vessels were not tortuous and had a little calcification. It was reported that the device was attempted to be used, however during deployment the device was not functioning correctly; rotating the external slider did not deploy the stent graft. The graft cover did not move at all during the attempt to deploy and the external slider was rotated the full length of the screw gear. The delivery system was removed and the patient was converted to an open repair. No clinical sequelea were reported and the patient is fine. The delivery system was discarded by the user facility. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of a customer notification carried out outside of the united states for deployment difficulties related to t-tube bond failures of the valiant xcelerant delivery system. These devices used as a configuration of parts that was never commercialized in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).